Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess the testing well images in question on (B)(6) 2016. The test well in question for r761 which was unexpectedly negative from the instrument in question was visually positive. This was well number two (2) of the r761 antibody screen, which was known to be e antigen positive.

Event description:
On (B)(6) 2016, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.